Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was broken. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and verified the issue through an attempt to recalibrate the screen but was unsuccessful. The fse then disconnected and reconnected the ribbon cable from the screen to the main board and the screen was confirmed to start working again. The fse then performed a touchscreen calibration and confirmed the issue had been resolved. The device passed required performance verification tests per philips standards and was returned to service.